Event description:
It was reported that the patient had their lead explanted on 2014 (B)(6). The patient had a loss of stimulation and therapeutic effect. The patient saw their doctor and the doctor decided to do a replacement with a lead in the supraorbital area and in the occipital area. The replacement was done on the day of the report. There was no manufacturer representative present. The ¿bleed¿ and extension that were previously implanted were no longer implanted. They were discarded by the hospital. The patient was getting good therapeutic effect with the replacement leads. The battery remained in service. Impedance testing was done. The patient outcome was listed as alive with no injury. The patient had less than 50% therapy relief at the lead location. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-29, lot# n265482, implanted: 2011 (B)(6); product type accessory. (B)(4).